Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The device history record was reviewed and no issues were identified during the manufacture or release of the device that could have contributed to what was reported. It was reported that the tip of a #8 ao hexalobular tip broke off in the head of a screw, which was implanted in the patient's bone. Based on the available information, it is likely that excessive torque was applied to the device during use, which can lead to torsional failure and is consistent with the observed damage on the device. The surgical technique includes multiple statements regarding the proper method for inserting screws into a plate. Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file this MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that a ao driver tip broke off in the head of a screw, which was implanted in the patient's bone. A backup device was available to successfully complete the surgery. No other patient outcomes were reported.